Manufacturer narrative:
The following complaint was received as part of an elunir 2.25mm study, performed out of the us. The 2.25 mm stent diameter is not included in the FDA approved product matrix. Review results of the angiogram related to the customer complaint lnrin33 (july 20, 2021): lad is large with a moderate mid lesion and a tight distal lesion; moderate lesion in m1 ; rca appears normal ; there are multiple side branches originating from the distal lad lesion ; pci is performed to the distal lad lesion with an elunir 2.25mm stent ; the stent is post dilated with a good result ; several small side branches are lost ; pci is then performed to the mid lad lesion with a different brand stent ; the stent is post dilated ; a small diagonal branch is compressed by the stent. In conclusion, an elunir stent was implanted and also a different brand stent. It is unclear which stent caused the nstemi. DHR review for lot #lnrin00567 was conducted on august 01, 2021 and concluded that device was released meeting its specification. IFU review was conducted on august 01, 2021 :no deviation of IFU was reported. Final report overall conclusions (dated august 02, 2021): the review of the DHR (device history record) indicates that the product was supplied meeting specifications. Myocardial infarction is a well-known potential adverse event that may be associated with the implantation of a coronary stent in coronary arteries and is listed as such in section 7 of the elunir IFU. In this case the event was not unanticipated based on the known risks, including the patient's history of unstable angina, dm type ii, hyperlipidemia, htn, former smoker and obesity. The investigation findings do not lead to a clear conclusion about the root cause of the reported adverse event and its relationship to the elunir stent used in the index procedure. It is unknown to which stent the mi was possibly related. He event of this complaint is addressed in the elunir dmfea report and the risk remains low. No new risks were identified. Patient's current status: last contact on 4 july, no angina or other ae.

Event description:
The following complaint was received a for an index procedure dated (B)(6) 2021: the patient was re-admitted to ER on (B)(6) 2021 (2 days after her discharge) with chest pain and elevated troponin t (406 ng/l and later was dropped to 387ng/l and 375 few hours later) but with no changes in ECG from index event. In cardiologist opinion troponin elevation is secondary to index pci performed on (B)(6) 2021 (6 hours post pci troponin was 88 ng/l). During hospitalization reflux was suspected. Treated with proton pump inhibitors and was discharged on (B)(6) 2021 (less than 24 hours from her admission). The event was classified as an expected adverse event; mild severity. The investigator considered the event as not related to the device and possibly related to the procedure. Medical monitors considered the event as unlikely related to the device and the procedure final cec decision dated (B)(6) 2021: possibly related to device. Non q wave nstemi - type 4a mi related to pci ( loss of side branch in distal lad) patient current status ((B)(6) 2021): no angina or other ae.